Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3387s-40, lot# va0lf52, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0lf52, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient via a company representative indicated that the patient felt like device was heating up but not all the time. The patient complained after battery placement. The device was replaced with a new device and all impedance was normal. The patient had recovered with sequela.

Event description:
Additional information received reported the patient was not infected and they were not getting ¿warm¿ anymore. They believed the sensation he was feeling was the device healing in the pocket and the pocket healing up. The patient was doing fine and their stimulator was working. There was no loss of therapy and the patient would follow up in 3 weeks.

Event description:
A company representative further provided that the device was replaced on (B)(6) 2015. The patient was reprogrammed and since then they experienced no warming or heating around the device. The patient was symptom free and doing well.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was heating up in the pocket and the patient had a warm feeling at their pocket starting five days prior to the report, and that it felt better when the ins was turned off. The patient had experienced no falls or trauma, but noted having had sex with their wife around when the issue began. At the time of report the manufacturer representative checked impedances and noted bipolar pairs were ¿around 4000-5000¿ ohms. The patient¿s therapy impedance on contacts 1-2 was 4741 ohms, and on contacts 9-10 was 5101 ohms. It was reported that the wound had not completely healed yet, but it was not sensitive to the touch. The doctor had stated, there were no signs of infection. It was further noted that the patient received good tremor control when the ins was on. It was stated that the patient would be seen again in a week to see if wound healing improved the situation. It remains unclear if the patient¿s sexual activity is related to the event. The results of the follow-up appointment planned for a week after the report and the outcome of the event were not reported. Further follow-up is being conducted to obtain this information and to clarify all unclear information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.